Manufacturer narrative:
The lead remains implanted at location t12.

Event description:
Related manufacturer reference number:1627487-2019-07774.additional information indicates the lead (s/n: (B)(4)) did not migrate and remained at location t12.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:1627487-2019-07774. It was reported one of the patient's lead had migrated into the pocket site. The physician believes the fluid from the hematoma (related manufacturer reference number:1627487-2019-07772) pulled the lead out of the foramen. As a result, surgical intervention was undertaken (B)(6) 2019 where the lead was explanted and replaced. Issue resolved. It is unknown which lead migrated, therefore, both will be reported.